Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer will get another device. Most likely underlying root cause: mlc-18- user has high glucose value.

Event description:
Customer called to request a replacement for a blood glucose meter. Customer dropped the meter and it broke. Customer threw the meter away. No meter available at the time of the call. Customer didn't have any complaint about the performance of the product. The expected fasting blood glucose test result range is undisclosed. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/28/2019 and open vial date is undisclosed. Customer was not feeling any symptoms of low or high blood sugar at the time of the call. Customer report a previous symptoms and medical attention. On (B)(6) 2018 customer was feeling nauseous, weak and thirsty. Customers blood sugar read above 800mg/dl fasting and went to the hospital. Customer was feeling high blood sugar symptoms but cannot recall anything done in the hospital. All customer remembers is that she was given insulin to bring the blood sugar down during her stay in the hospital. Per hospital's instruction: customer was on 10 units at night of lantus, customer is taking more units but does not remember how much more at night. Customer only remembers that her blood sugar was at 300mg/dl fasting when she left on (B)(6) 2018.